Event description:
It was reported revision surgery was performed due to a fractured inclination set.

Manufacturer narrative:
It was found the complaint for this report was a duplicate. The issue has been reported on MDR # 9613369-2013-00025 originally filed on 3/21/2013.